Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high, out of range pacing impedance over the last few years. A possible fracture is suspected. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.